Event description:
Patient called lfs on 10/2002 alleging that their meter was reading inaccurately low. They report feeling dizzy, having blurry vision, and numbness in their hands. They had diarrhea and frequent urination as well. Patient obtained a "155 mg/dl" on their meter and took 500 mg. Of glucophage. They re-tested and obtained a "110 mg/dl". The time difference was unknown between the two results. The customer service representative walked patient through a control solution test and it failed the range. No medical care was received from a healthcare professional. While troubleshooting, the meter began to prompt error 2 and error 3. The error 2 message may have been caused by testing with a used test strip, "c" button being depressed during insertion of the test strip, or temporary electronic problems. The error 3 message may have been due to the blood sample being applied before the prompt appeared on the display. The meter was replaced because the error 2 and error 3 messages could not be resolved during troubleshooting.